Manufacturer narrative:
Roho has sent the customer a replacement 18" x 20" cushion to use along with a return label so the 18" x 18" cushion could be evaluated. Please see the attached evaluation summary. The expected life of a roho cushion is three years based on testing and evaluation of the product. Based on the end user's claim, his cushion (serial number (B)(4)) was manufactured in 2007 and was therefore being used out of the expected life of such cushions. Roho's product support policy allows for a three year warranty period on the quadtro select cushion line. The customer claimed he had a pressure ulcer, however, roho has not seen any medical records to confirm the diagnosis.

Event description:
The customer stated his 18" x 20" roho cushion was soiled and he used a spare roho cushion that is 18" x 18". His wheelchair seat is 18" x 20". The customer stated that after he adjusted his 18" x 18" roho quadtro select cushion and locked the isoflo memory control, the air did not stay locked in the four quadrants. Instead, air moved from the back of the cushion to the front of the cushion. The customer stated he developed a stage ii pressure ulcer that was approximately 3 cm x 6 cm. He first went to a wound care clinic that he has been to in the past, but their treatment plan was not working. The customer then went to a hospital and had outpatient care. His certified wound care nurse is coordinating the treatment plan with the hospital and the pressure ulcer is now closed up. The customer is currently only supposed to sit for an hour at a time and then has to check his skin for redness.